Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any product clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown and is reported as "a month ago". The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. Customer was unable to test and experienced a loss of consciousness. An unspecified capillary reading was obtained on an unspecified meter and was treated with sugar by her husband. No further treatment was reported. There was no report of death or permanent impairment associated with this event.